Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos with an intraocular lens (iol). In addition, the patient could see the actual optic rings in the dim light condition. The daily activities of the patient were significantly affected. The surgeon believes that the patient could not adapt to diffractive iol. A monofocal lens was used as the replacement. The pre-operative far vision was 0.8 and near vision was j4 (decimal). The post-operative far vision was 0.5 and near vision was j2. No other interventions were required. Patient is temporarily impaired. No other information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. Patient information cannot be provided due to local personal data privacy legislation/policy. Initial reporter name and address: phone: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6: component codes to 4755 as there was no reported device problem. The following section has been updated accordingly: section h6: component codes: 4755. Additional information section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 12 aug 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance report (ncr) was found during record review. No escalation was required. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.